Event description:
Device malfunction: loose stent. Time of malfunction: during procedure. Symptoms:unk. Time of symptoms: immediately following procedure. Difficulties were encountered during a right renal ostium stenting procedure (off-label use) using the herculink plus. The target lesion, the right renal artery was described as being 98% stenotic; heavily tortuous, and moderately calcified. An ima veripath catheter was advanced and the vessel was pre-dialted with a viatrac balloon over a spartacore guidewire. Then the herculink plus was advanced over the spartacore guidewire.when the target lesion was reached, resistance was felt. The guidewire (spartacore) was already in the distal segment of the renal artery, and the guide catheter was parked in the ostium of the renal artery. The physician tried to pull the herculink back into the guiding catheter. The stent began to migrate on the balloon catheter. Therefore, the physician then pulled out the herculink catheter and the guiding catheter as one unit into the abdominal aorta and out of the pt. Once out of the pt, the herculink was then pulled out of the guiding catheter and the physician noticed that the herculink stent was on the baloon catheter and the stent was crimped upon itself. The balloon was not inflated and looked "ok". The physician intentionally attempted to deploy the stent out of pt to see the defect. Only the proximal 1/4 of the stent would deploy due to the crimping. A viatrac and balloon were then advanced and the vessel was dilated again. Another herculink plus was then advanced. The stent was successfully placed at the target lesion and the procedure was completed. Reportedly, the pt was hypertensive (bp 200/80) just prior to procedure and was given apresoline. Immediately following the successful herculink plus procedure the pt became hypotensive and was treated with dopamine. The hypotension resolved the same day and the pt was discharged to home the following day. Reportedly, it was felt that the hypotension was a rebound effect of apresoline, given for hypertension (200/80) just prior to the procedure, and unrelated to the device or procedure. No additional info is available.

Manufacturer narrative:
Evaluation: qa analysis revealed that the herculink plus was returned attached to a non-abbott inflation device (monarch). There was blood visible on the balloon and stent. The balloon was returned inflated. The stent was located on the distal end of the balloon 4.5 mm proximal to the catheter tip. The proximal end of the stent was expanded 5 mm with damage noted to the proximal struts. There was no other damage observed on the catheter. Qa did not attempt to deploy the stent any further due to the proximal end of the stent was located on the distal taper of the balloon and that portion of the stent was already expanded. The device was returned in the new bio-hazard box, but was not in the coil. Quality engineering reviewed the incident info and the analysis of the returned device. Cross can be affected by numerous factors including, but not limited to, device placement technique, pre-dilatation strategy,guiding catheter support, guide wire support, pt anatomical morphology,and pt disease state. This stenting procedure in a right renal ostium involved a target lesion with 98% stenotic, heavily tortuous and moderately calcified artery. The lesion had been pre-dilated with a viatrac balloon catheter. During the approach to the target lesion ("resistance in this case is defined as failure to traverse through the entire lesion length with the stent catheter") resistance was felt. This indicates that the first difficulty was a failure to advance/cross the lesion. Upon then trying to withdraw the stent delivery system into the guide catheter, the stent began to migrate on the balloon itself. The entire stent delivery system and the guide catheter were then removed together. After removing the system out of the body and removing the stent delivery system from the guide catheter, an attempt was made to deploy the stent. The entire stent delivery system and an attached inflation device were returned for analysis. The balloon was found to be partially inflated with the stent was located on the distal end. The stent, itself, had been somewhat expanded and with damage noted to the proximal struts. All the above, indicates a failure to advance/cross that resulted in the stent being damaged and moved in the process of attempting to withdraw it into the guide catheter. There was no indication or reported difficulty with the guidewire itself or processing thereof. The stent's struts were most probably damaged by trying to pull back on the stent delivery system from a tight lesion. The stent was also most probably further damaged when an attempt was made to pull the stent delivery system through the guide catheter. The lab analysis of the returned stent delivery system does not implicate the device since it was already damaged, crimped upon itself, and somewhat deployed after removal from the pt. The most probable root cause, in this incident, was the failure to cross which is procedural. A review of the finished device lot history record did not reveal any non-conforming material reports which could have contributed to this complaint. Quality engineering was unable to determine a conclusive root cause for the damage or migration; however, it does not appear to be related to a stent delivery system quality issue.